Event description:
It was reported that this implantable pacemaker alerted for an atrial arrhythmia burden. The stored electrograms (egms) showed farfield r-wave oversensing (ffos) resulting in inappropriate atrial tachy response (atr) mode switch. The battery longevity is normal, and the lead measurements are satisfactory. It was recommended to review programmed parameters to avoid ffos. The device remains in service. No adverse patient effects were reported.